Event description:
Physician was doing a left total knee arthroplasty with computer navigation. Upon removing the depuy blue tibial spacer trial, it broke into 2 pieces. Both pieces were removed and a visual inspection of joint and thorough saline pulse irrigation was done. Manufacturer response for insert tib trial cvd, (brand not provided) (per site reporter): device was removed by the rep.